Event description:
After an implantation period of approx. 79 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2020. Upon receipt the lead was found cut 51.5cm proximal to the lead tip. Only the distal lead fragment was received for analysis. An extraction aid was found in the lead body. The analysis showed multiple abrasion marks along the lead fragment. In particular in the distal area the insulation was found rubbed through and a short circuit was measured. This damage is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed shock coil and a cut into the insulation was found 31cm proximal to the lead tip, which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.